Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('coil out and hives and pain were completely gone') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), urticaria ("hives") and nail disorder ("had to cut all my nails off and lay wet wash clothes on my skin to get a few hours of sleep"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain and nail disorder outcome was unknown and the pruritus and urticaria had resolved. The reporter considered nail disorder, pelvic pain, pruritus and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hives, itching, pelvic pain , nail disorder. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('coil out and hives and pain were completely gone') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), urticaria ("hives") and nail disorder ("had to cut all my nails off and lay wet wash clothes on my skin to get a few hours of sleep"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain and nail disorder outcome was unknown and the pruritus and urticaria had resolved. The reporter considered nail disorder, pelvic pain, pruritus and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hives, itching, pelvic pain , nail disorder. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('coil out and hives and pain were completely gone') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), urticaria ("hives"), nail disorder ("had to cut all my nails off and lay wet washclothes on my skin to get a few hours of sleep") and basedow's disease ("graves"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, nail disorder and basedow's disease outcome was unknown and the pruritus and urticaria had resolved. The reporter considered basedow's disease, nail disorder, pelvic pain, pruritus and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hives, itching, pelvic pain , nail disorder most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event: graves added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.